Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a burn-like irritation that was 'infected-looking, red, and raw with a blister that popped and was bleeding'. Follow up indicated that the patient had a (B)(6) infection along with multiple other health issues unrelated to the lifevest. The patient ended use of the device. The medical outcome is unknown.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
Follow-up report - additional information (10/17/2018): a us distributor provided additional details surrounding the patient's irritation. It was reported that the patient went to see their doctor who recommended the patient keep the device and continue use once the wound on his back healed. The patient's doctor also provided antibiotics and a prescription cream for the irritation. During a final follow up, the patient reported that the irritation had resolved and that his doctor instructed him to leave the device off for one more week until the irritation was fully healed. A us distributor contacted zoll to report that a patient developed a burn-like irritation that was 'infected-looking, red, and raw with a blister that popped and was bleeding'. Follow up indicated that the patient had a staph infection along with multiple other health issues unrelated to the lifevest. The patient ended use of the device. The medical outcome is unknown.